Event description:
The customer reported the battery won't hold charge, device powers off after an hour while on battery. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. No damage or defects were found during external visual inspection. The device was able to power on and off using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Battery diagnostics found the full charge capacity was below the rated capacity, this causes the battery to not hold a charge properly. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the battery won't hold charge, device powers off after an hour while on battery. No patient impact or consequences were reported.